Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was pt stated the ins was charging, but they would see por on the recharger screen, which started a couple days ago. Pt mentioned they are having an MRI on friday and needed ins working to put into MRI mode. Agent did not ask about the circumstances that led to the reported issue. Pt tried to connect with the patient programmer (pp), but reported the pp showed warning por message. The issue was not resolved. Pss reviewed warning por information and the patient was redirected to their healthcare provider (hcp) to further address the issue.